Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Date returned to manufacturer was 08-aug-2022 (utc). Device manufacturer date was 31-aug-2018 (utc). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Additionally, the repair center found that the cable was twisted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be identified. There was a possibility that a communication failure occurred due to a cable failure and the image was not displayed. The cause of the cable failure could not be estimated. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during reprocessing. There was no harm or user injury reported due to the event.